Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, it was unable to prime unit during prime test due to faulty force sensor resistor. No motor error alarms were noted. The motor was tested outside the device and passed. Device had cracked case at display window corners, reservoir tube window corners and battery tube threads, minor scratched display window and partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She also reported that the pieces have chipped off at the top of the reservoir compartment. The drive support cap is recessed. The customer stated she had a mammography and ultra sound on (B)(6) 2015 and also had the insulin pump on while at the airport on (B)(6) 2015 and (B)(6) 2015. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.